Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-jul-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl 2000mcg/ml at 722mcg/day. It was reported that the catheter would not aspirate during a pump replacement. There were no environmental, external, or patient factors that may have contributed or led to the issue. In regards to diagnostics/troubleshooting performed, they tried to aspirate via the side port. In regards to actions/interventions taken to resolve the issue, they changed the syringe and tried to clear the catheter by uncoiling as well. The doctor chose to do a back table prime as the patient complaining of lack of efficacy. At the time of this report, the issue was resolved.